Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the reported issue occurred at the start of the coronary diagnosis procedure. The procedure was delayed and was successfully completed the following day after the system was rebooted. A philips remote service engineer (rse) performed a remote assessment of the system and confirmed that the system was unable to produce x rays. Upon further troubleshooting, the rse identified a remote alert indicating that the imaging was not possible and fluoro storage not possible due to image disk full. The rse verified that the root cause of the remote alerts ware related to the ippc (image processing system). The issue was resolved by restarting the system. Following these actions, the system was restored to normal operation and returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system malfunctioned. Upon restarting, the system gave an alert indicating imaging was not possible. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.